Event description:
Information received from an independent laboratory indicates that a patient underwent total knee arthroplasty on (B)(6) 2008. It was further reported that the tibial bearing was revised approximately 2.8 years later for an unknown reason. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are various warnings and precautions in the package insert including: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." And "excessive activity, trauma and weight gain have been implicated with premature failure of the implant by loosening, fracture and/or wear." Information received from the independent laboratory was very limited in nature. Follow up attempts to obtain more detailed information have been unsuccessful to date. In the event that additional details pertaining to even information are received, a follow up medwatch will be submitted to the FDA. The following sections could not be completed with the limited information available: date of event - the date of the revision procedure is unknown, but was reported to have taken place approximately 2.8 years after initial implantation. Date explanted - unknown.